Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15118.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15118. The patient is implanted with 2 scs systems. It was reported the patient experiences pain at the ipg site and the ipg appeared to be superficial. Surgical intervention was undertaken and both the patient's ipgs were explanted and replaced. It is unknown which ipg was associated with the pain; therefore both ipgs are being reported.

Manufacturer narrative:
Correction/removal numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.